Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on right plunger case. During the syringe test and check the reading of position, the reported problem was verified. Syringe empty alarm was found at the beginning of syringe testing and position reading does not change when plunger was moved in and out. The root cause of the reported issue was found to be that the plastic tab on position pot was found partially broken. Replaced position pot. Performed syringe test and all functional testing which passed.

Event description:
It was reported that there was a syringe empty error. No patient injury was reported.